Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, when the balloon was put down the working channel for the second time it was noticed that the tip of the balloon looked different. Reportedly, the balloon could not be inflated. The catheter was then removed from the patient and it was noted that the tip of the balloon completely fell off and was later found on the floor. The procedure was completed with another extractor pro rx retrieval balloon. There were no patient complications reported as a result of this event.